Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility following as the cause of the reported phenomenon. - there was the contact failure between the video connector socket of the subject device and the electrical contacts of the endoscope, which was attributed to the bad connection of the subject device and the endoscope, the moisture and/or the foreign material on the contacts. - the cable was broken. - the subject device was damaged due to the invasion of the water into the subject device and/or the external force.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device flashed and disappeared during the laparoscopic cholecystectomy. The user facility changed the subject device to another similar device and completed the procedure. There was no report of the patient injury associated with the event.